Event description:
The patient contacted animas on (B)(6) 2012 alleging that the up arrow, down arrow and ok keypad buttons required multiple hard presses to elicit a response. The patient reported a tear in the keypad by the contrast button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The patient denied moisture to the pump. The patient reportedly wears the pump attached to a belt and does not clean the pump. There were no reported adverse events associated with this complaint. This complaint is being reported because the alleged keypad malfunction remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the keypad was returned with a tear on the contrast button. During testing the down arrow and contrast keypad buttons were intermittently unresponsive; the up arrow and ok buttons responded appropriately. During investigation, evidence of contamination was found under the button contacts.